Manufacturer narrative:
Additional information was received on october 13, 2022, and section h11 should be reported as: the manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient has nose irritation, respiratory tract irritation, dizziness and or headache, a new or worsening asthma, and lung disease, and a non-descriptive allegation of "other." No medical intervention was specified. The manufacturer was made aware of this information through the customer¿s legal representative. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box g: date received by mfg (rfb) has been updated. In box h: device problem code, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box h: this report comes under non-uno case so recall number is not applicable and it is updated in this report.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has nose irritation, respiratory tract irritation, dizziness and or headache, a new or worsening asthma, and lung disease, and a non-descriptive allegation of "other." No medical intervention was specified. The manufacturer was made aware of this information through the customer¿s legal representative. Due to potential litigation surrounding this case, no further investigation or follow-up can be carried out. If any additional information is received, a follow-up report will be filed.